Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Boston scientific technical services (ts) discussed potential risk for undersensing with low r-waves and discussed possibilities but noted that anti-tachycardia pacing (atp) not effective, shocks not effective, and therapy exhausted, "all programmed therapy has been delivered." Also, ts discussed reviewing with physician to check on patient's history and discussed possible programming changes due to current programmed therapy not effective and in some places accelerates arrhythmia. To date, this rv lead remains in service. No adverse patient effects were reported.